Event description:
The complainant stated the head of the bed was drifting down overnight. He has replaced the head down valve, but the issue returned.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.